Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that contamination was noted. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. While flushing, contamination was noted. No patient complications were reported. No further information was able to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed that there were wrinkles around the heat shrink tubing of the drive cable. The device could not flush when the telescope was fully retracted and advanced.

Event description:
It was reported that contamination was noted. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. While flushing, contamination was noted. No patient complications were reported. No further information was able to be obtained. It was further reported that there was no device issue. Prior to the procedure, user handling resulted in the device becoming contaminated.